Event description:
Pt had repeated episodes of dislocation. Left hip was originally placed in 2002 - at another hosp. Original surgery involved - depuy pinnacle acetabular cup with no holes (54 mm outer diameter). Apex hole eliminator x 1, depuy summit size 5 tapered hip with portocoat. +4 mm 10-degree elevated actabular liner, 28-mm, +5 neck length femoral head. Liner and head were remove/replaced in 2006. In accordance with hosp policy the components removed are not available for release.